Event description:
(B)(4). I actually had the essure implanted on (B)(6) 2013 along with an endometrial ablation. I began having problems immediately. Extreme pain in the lower abdomen, I could feel the coils piercing my insides. Now I have life-altering fatigue, severe lower back and arthritic joint pain and stiffness. I have had to decrease my hours at my job, because of my fatigue and joint pain. That, combined with all the physicians I've seen and tests I've had run have severly impacted me financially. I no longer have any social life whatsoever, I simply don't have the energy to do anything other than work part-time and cook and clean for my family. This has certainly impacted my personal life. I didn't have any of these issues prior to essure. The ablation was also a failure, so I'm still experiencing menstrual bleeding 10-15 days per month. After over a year of searching and having multiple physicians treat me like a pain pill-seeking, irrational hypochondriac, I finally found an ob/gyn who is going to perform a full hysterectomy next month to remove the essure coils. I absolutely believe I would not have needed this hysterectomy had I gone with a tubal ligation instead of essure. I don't have the equipment to upload any of my lab reports or other tests, and my implanting physician is refusing to provide me with my chart from my initial surgery. I pray that someone will not discount this just because I don't have any supporting documentation with this report.